Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that contamination occurred. An amplatz super stiff guidewire was selected for use in a routine amulet procedure. While attempting to fit an amulet device into the patient's left atrial appendage, an irregular thrombus appeared on the non-boston scientific sheath and guidewire in the patient's left atrium on the continuous transesophageal echocardiogram (tee). The sheath was withdrawn back across the septum into the right atrium, and more heparin was administered. The sheath and wire were removed from the patient's body. Thrombus could clearly be seen attached to a white, fibrous substance (similar to lint or fine gauze) contaminating the sheath & wire. A new sheath & wire were procured for the completion of the procedure. There were no patient complications as a result of this event.